Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture alleged in the battery compartment with intermittent power issue. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigation completed 29-aug-2018. On investigation, moisture corrosion was confirmed to be present in the battery compartment. There was no damage to the returned battery cap or the battery compartment. The returned battery cap fully tightened to the pump. The pump failed to power on; the pump had no power. The pump history was unable to be downloaded due to the pump not having power. Leak testing was completed and failed to detect any moisture leakage into the pump. There was no damage, defect or contamination of the pump's interior components. Investigation duplicated the alleged moisture in the battery compartment and power issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.